Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is no longer receiving stimulation in her neck after suffering a fall. X-rays showed the leads have migrated. She is still receiving coverage in her upper shoulder and surrounding areas bilaterally. The pt reported the pain in her neck is worse after the fall and she also has severe pain in other areas. The pt plans to discuss options with her surgeon.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.